Manufacturer narrative:
Further information requested but was not received. UDI not available as product was manufactured on or before 23 sep 2014.

Event description:
It was reported that the patient presented in clinic. Upon review, it was noted that the atrial lead was turned off since 2010 for an unknown reason. The inactive lead was capped on (B)(6) 2022. There were no patient consequences.